Manufacturer narrative:
(B)(6). Investigation: one picture has been received. The needle is exposed and the grips are out of placed. 3 retained samples have been evaluated. Visual inspection shows no defects. The three samples have been engaged/disengaged and no issues were found. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. The defect is confirmed according to the received picture. However, no issues were found during retained samples evaluation. No qn¿s or other events were found during DHR review. It is recommended to carefully follow the instructions explained in the IFU (dgp100). To avoid needle exposure, it is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Based on the low severity and frequency of the defect (according to ps-001) and acceptable results for retained samples and manufacturing process, it was determined that no CAPA is required.

Event description:
It was reported that the safety cover on a bd phaseal¿ injector luer lock n35c was broken and the needle was exposed before use. The product was discarded and there was no report of injury or medical intervention.